Manufacturer narrative:
Sections with additional information as of 02-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 97, 83, 76, 102, 80, 49 and 42 mg/dl. The customers expected am fasting blood glucose test result range is 120-136 mg/dl and expected pm fasting blood glucose test result is below 220 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that three weeks ago (exact date not disclosed) customer stated her blood glucose dropped to 20 mg/dl (fasting/non-fasting status was not disclosed) and her daughter had to call the ambulance. Customer stated her blood glucose test result taken with the paramedics meter was low (result was not disclosed). Customer was taken to the hospital. The diagnosis was hypoglycemia and customer received IV treatment to increase her blood glucose. There were no recommended changes to customer's medical treatment plan. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturers expiration date is 01/10/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date not set): (B)(6).